Event description:
The driver tip broke off inside the sphere. Tip is still in pt. Unable to retrieve.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.